Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the provided image was performed. The image shows a patient's abdomen with an access port in place and instruments installed. The tip of the clip applier could not be seen in the photo and it cannot be confirmed if the instrument tip was caught on any tissue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the tip of the clip applier repeatedly became caught on the fascia. The alignment between the access port and the incision presented a challenge, preventing the surgeon from fully centering the incision and resulting in difficulty inserting the clip applier smoothly. During each instrument exchange¿when the surgeon needed to clip the cystic duct and artery¿the customer would retract the cannula outside the incision, then manually guide the instrument past the incision into the abdomen. The surgeon described this process as extremely inefficient and noted that this issue does not occur with the single port (sp) cannula. With the sp cannula, the surgeon can ¿tent¿ the abdominal wall, facilitating easier access to the colon and providing a better angle to reach the gallbladder. This ¿tenting¿ is not possible with the access port. There was 1-2 minutes of procedure delay. Intuitive surgical, inc. (Isi) conducted a follow-up call with the surgeon, who confirmed that there was no patient injury and no malfunction of the clip applier. The instrument was inspected prior to use, and no damage was noted. The clips (smaller than 10mm for the cystic artery) were applied successfully, just needed to align/tent the abdomen. The procedure was completed robotically without perioperative complications or prolonged hospitalization. There was no bleeding. According to the surgeon, the issue could be attributed to several factors, including patient anatomy, port incision location, gallbladder size, and the positioning or alignment of the port incision and access port. There was no fragment fall into the patient. The procedure was completed robotically using the same instrument, and the device will not be returned for evaluation.